Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 55cm proximal to the lead tip. Only the distal fragment (including the lead tip and rv shock coil) was returned for analysis. The proximal fragment (including the yoke and connector pins) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The inspection revealed 32cm proximal to the lead tip that the lead body was found squeezed and deformed, which is assumed to be the root cause of the reported low pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages such as a deformed rv shock coil and a cut into the insulation 41cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that there was an electrical store on (B)(6) 2020. On (B)(6) 2020, pacing impedance dropped below 200 ohms. On (B)(6) 2020, the physician explanted and replaced the lead, and noticed that there was damage to the lead insulation.